Event description:
(B)(4) study. It was reported that post a stenting treatment procedure in stent restenosis occurred. In (B)(6) 2009, the patient presented with acute coronary syndrome and non st elevation myocardial infarction. The index procedure treated three lesions located in the obtuse marginal branch, the proximal left anterior descending artery and the mid left anterior descending artery. Treatment was with placement of a 2.75x38mm taxus liberte, 2.5x16mm taxus liberte and a 2.5x18mm promus stent; two in the left anterior descending artery and one in the obtuse marginal artery, however, the exact implant locations of the stents are unknown. Post procedure, angiography revealed 0% residual stenosis and timi flow3. The patient received a peri-procedural loading dose of prasugrel 60mg. The following day that patient was discharged and started on prasugrel 10mg dosage and 325 mg aspirin. In (B)(6) 2010 the patient was experiencing anginal symptoms and was referred for cardiac catheterization. An 80-90% in stent restenosis was identified in the left anterior descending artery. A percutaneous transluminal coronary angioplasty was performed with the placement of a drug eluting stent. The lesion was treated with a 3.0x12mm promus stent. The outcome was "recovered/resolved." The patient was discharged the next day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure treated three lesions. A 2.5x18mm promus stent located in the obtuse marginal branch, a 2.75x38mm taxus liberte stent located in the proximal left anterior descending artery and a 2.5x16mm taxus liberte stent located in the mid left anterior descending artery. Same case as MFR#: 2134265-2010-04917

Manufacturer narrative:
(B)(4).